Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating this incident, the field service engineer worked with the customer over the phone and walked them through restarting both devices and bringing the fridge back online. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator device was not on the bus and failed to open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.